Manufacturer narrative:
Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system. The battery was replaced and connections reseated to resolve the issue.

Event description:
The hospital reported the unit stopped ventilating while running on battery power during transport of a patient. The patient was switched to manual ventilation. There was no report of patient injury.